Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous high blood glucose levels of 364 mg/dl; cause was unknown. Customer's husband helped administer a manual injection because the customer was feeling sick and dizzy.